Manufacturer narrative:
(B)(4). Additional followup: on what tissue type was the device used? At what location on the tissue? Renal artery. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? None noted. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unsure. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis? Not known. Please provide the patient's sex, age and weight. Not known. What is the current status of the patient? As of (B)(6) the patient was well. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? Unsure. How much blood did the patient lost? Was a transfusion required? Five litres need transfused. Was the patient taking any anticoagulants? If yes, specify prescribed medication. None known. Does patient have a known coagulation disorder? Not known. Has the patient taken any steroids? Unknown. What was the patient's pre-op hemoglobin and hematocrit? Unknown. What was the patient's post operative hemoglobin and hematocrit? Unknown. The analysis results found that the atw35 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during an unknown procedure, staples did not deploy correctly when stapling across the renal artery and patient bleed profusely. Converted to open and patient ended up in ICU for five days.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.